Event description:
It was reported that the left ventricular lead exhibited unacceptable capture thresholds. The lead was explanted and replaced successfully. During a right ventricular lead revision procedure.

Manufacturer narrative:
(B)(4).